Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient acquired an infection at the ipg incision site. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue. The patient was given antibiotics and the device was removed. There have been no reports of further complications regarding this event. The patient plans to be re-implanted in the future.